Manufacturer narrative:
Pump seated during the displacement test due to dried insulin on the motor slide. No moisture damage found on the electronics, motor, battery tube, vibrator and keypad assembly noted. Unable to perform the basic occlusion, occlusion and prime/a33 test due to pump seated during the displacement test. Pump received with cracked battery tube threads.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had moisture in the reservoir compartment. Customer's blood glucose level was 8 mmol/l. Customer's mother dried the reservoir compartment with a q-tip. Self test was ok. Customer's mother had not noticed where the reservoir leaked. Customer's mother changed the reservoir. Insulin squirted out during manual prime. Customer's mother tried to stop prime but the insulin dropped out of the tubing without button pressing. Customer's mother was asked to return the pump for analysis. No further details given.